Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they had poor telemetry or no telemetry with recharging. The patient reported that the last time they successfully charge the ins was 8-9 months ago. The patient reported that they lost the ins recharger and therefore stopped charging ins. The patient reported that prior to losing the ins recharger, they were able to successfully charger the ins. The patient reported the last charging session was one to three months ago. A possible overdischarge was suspected. It was reported that an eos (end of service) message was indicated on the patient programmer. An overdischarge issue was reported. The ins battery stability issue when out of od was reviewed, that it's possible that the patient let the ins battery slip back into od status, by not maintaining the battery once it was out of od status. After the eos, the patient recharged and complained that it was hot after a recharge session. It was reported that the patient has been implanted for four years. It was reported that this was the patient¿s first overdischarge and the overdischarge was recovered and the patient was sent home to complete the recharging. The patient was reviewed best practices to clear por while in the office. No patient complications have been reported because of this event.

Manufacturer narrative:
Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient had met with a manufacturer representative prior to 2018-(B)(6) and the implantable neurostimulator had been determined to be overdischarged at that point. The implantable neurostimulator was recovered from the overdischarged state when they had met the manufacturer representative sometime between 2018-(B)(6) and 2018-(B)(6). The patient did not maintain the device after it was recovered. It was thought that the device had slipped back into overdischarge at the time that the manufacturer representative had met with the patient on 2018-(B)(6). When the manufacturer representative tried to interrogate the device, it was showing an end of service message. The device was not functioning, and it was not able to be recovered. The patient is not able to recharge the device, and was looking to have the device removed or replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight at the time of the event was reported.